Manufacturer narrative:
Per the user guide: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. Additional cartridge lot number: m019746. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg up to 600 mg/dl). Bolus via the pump and insulin injections were administered to address bg. Customer alleged pump was the cause of elevated bg. During pump system check with tandem technical support (cts), customer reported to have been using expired luer lock cartridges in addition to reusing cartridges. Cts informed customer that this practice was off label use. Customer acknowledged information. Customer reverted to using an alternate pump and manual injections for insulin therapy until new supplies are obtained.